Event description:
Healthcare professional reported a right side removal due to the patient¿s concern with the product and rupture. Device has been explanted.

Manufacturer narrative:
(B)(4). Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation, brown particle in the shell . Cloudy and voids were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.